Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had a patient circuit occluded error message and had low tidal volumes. No patient harm reported.

Manufacturer narrative:
The service engineer (se) inspected the device and replaced the central processing unit printed circuit board assembly and the solenoid valve seal to address the issue. The se performed verification testing and the device passed all tests.